Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one (1) battery (bat959502) was returned for evaluation. Three (3) batteries (bat959513, bat959510, bat959509) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed functional testing. Internal inspection did not reveal any anomalies. Visual inspection revealed damage to the outer sheath of the battery cable assembly; however, the battery was able to charge and provide power as expected. This observation is an additional finding, not related to the reported event and likely due to the handling of the device. Log file analysis revealed that the controller in use during the reported event (con418698) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that was due to momentary disconnections involving bat959502, bat959513, bat959510 and bat959509. As a result, the reported premature power switching event was confirmed. The power sources had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, bat959502, bat959513, bat959510 and bat959509 fall in scope of this CAPA. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial or lot#: bat959513 UDI #: (B)(4) d9: no h3: yes h4: mfg date: 03-dec-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial or lot#: bat959510 UDI #:(B)(4) d9: no h3: yes h4: mfg date: 03-dec-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 03-dec-2023 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and three additional batteries subsequently tested o ut-of-specification during manufacturer's analysis. The batteries remain in use.

Event description:
It was reported that the controller was switching from one battery to the other when the battery was at fifty percent capacity. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-52 lead implanted (B)(6) 2009, 694765 lead implanted (B)(6) 2009, ddbb1d1 defibrillator implanted (B)(6) 2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.